Event description:
The customer reported that his blood glucose was 395 mg/dl when the pod was activated. He removed the pod because he smelled insulin, and his blood glucose remained high at 280 mg/dl. His father noticed that the cannula did not deploy and it was not in his son's skin.

Manufacturer narrative:
The returned product was evaluated, and the reported malfunction was confirmed. Its root cause was determined to be an assembly error. The release bar was incorrectly installed. An investigation into this issue was conducted and manufacturing work instructions and training procedures were updated. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."